Event description:
Caller reported a cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge with the assistance of technical support and resumed insulin therapy, resolving the issue.